Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 , that the alert sounds playing intermittently. No additional patient or event information is available. Data has been received for evaluation but not yet evaluated. A follow-up report will be submitted upon completion

Manufacturer narrative:
(B)(4).

Event description:
Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No injury or medical intervention was reported.